Manufacturer narrative:
As this device remains implanted analysis will not be performed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that it was not possible to interrogate this pulse generator (pg). A magnet was placed on the device pocket which was not successful at interrogation. It was also noted that the patient is in atrial fibrillation with some ventricular pacing but sensing and/or capture on the ventricular channel could not be confirmed. The right ventricular lead is a competitor lead. At this time no additional information is available and this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided noted that this device could not be interrogated due to the device triggering end of life. Loss of capture on the ventricular channel was not confirmed. This device was explanted due to normal battery depletion. This device has been returned for analysis. Upon analysis this investigation will be updated. Upon receipt at our post market quality assurance laboratory to determine if the device had depleted normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Based on the available parameters, we would have expected the device to last 10-12 years; however, the device was implanted for 11.9 years. The device exceeded the nominally predicted longevity and had normal battery depletion beyond it's normal end of life. The amount of normal battery depletion beyond the end of life resulted in battery voltage too low to support pacing and communication with the programmer. The device met specification.